Manufacturer narrative:
Cap/valve connector;injector tubing. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the pressure rated extension set "exploded"/broke in the middle/side of the set when connected to a power injector with a flow rate of 2.0ml/sec. During a radiology procedure, there was no cracks noted on the connector. It was reported that the contrast sprayed into the mouths of both the technician and the patient however there was no harm to both or any medical interventions. The pressure limit setting was at 300psi but the limit was not reached. The set was in use for a couple of hours when the event occurred.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the pressure rated extension set "exploded"/broke in the middle/side of the set when connected to a power injector during a radiology procedure. It was reported that the contrast sprayed into the mouths of both the technician and the patient however there was no harm to both or any medical interventions. The pressure limit setting were at 300psi, 2.0ml/sec.

Event description:
The customer reported that the pressure rated extension set "exploded"/broke in the middle/side of the set when connected to a power injector with a flow rate of 2.0ml/sec. During a radiology procedure; there were no cracks noted on the connector. It was reported that the contrast sprayed into the mouths of both the technician and the patient however there was no harm to either and no medical interventions. The pressure limit setting was at 300psi but the limit was not reached. The set was in use for a couple of hours when the event occurred.

Manufacturer narrative:
The customer¿s report that the pressure rated extension broke and leaked was confirmed. Visual inspection of the set showed a rupture approximately 10mm in length in the tubing, beginning at approximately 5.5cm from the proximal end of the set. Functional testing confirmed leaking as a result of the damage. High pressure testing (greater than 325 psi) and burst testing with the ruptured section clamped off did not replicated the rupture. The root cause was not identified.